Event description:
Fire dept personnel were attending to a cardiac arrest pt. Allegedly when the device was initially turned on, the device blinked and lost power. CPR was continued until medics arrived with a backup device. The pt was countershocked and converted to a perfusing rhythm. There were no adverse effects to the pt reported as a result of the alleged malfunction.